Event description:
Per the clinic, the patient experienced an extrusion of the transducer and magnet. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on jul 7, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.